Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in a coronary artery. The 4.50x8mm nc trek balloon dilatation catheter (bdc) was used in the procedure; however, during removal, the bdc would not insert into the 6 french guide liner. Therefore, the guide liner was pulled back into the guide catheter and the bdc was pulled into the guide catheter. Once the bdc was in the guide catheter the bdc was able to pass through the guide liner and be removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.